Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed unspecified right ventricular (rv) oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.